Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
It was reported that a feature (study category indication) on the pacs iw which is used when viewing current/historical exams was incorrectly displayed. A green frame can be applied to a prior (historical exam); however, it was reported that when two exams were displayed the green frame was applied to the current exam. The correct date/time was displayed on the images. There was no reported pt injury associated with this event.